Manufacturer narrative:
The customer reported that the system displayed system message (sm) - [ultrasound not responding] during surgery. The sm was unable to be dismissed. The customer attempted rebooting the system multiple times, replacing the handpiece and plugging the power cord into a different outlet, but the issue persisted. The patient was transferred to a different facility to complete the surgery on the same day. During a postoperative visit, the patient reported blurry vision. The company service representative examined the system and replicated the reported sm - [ultrasound not responding]. The company service representative replaced the nonconforming u/s controller printed circuit board (pcb) to resolve the issue. The company service representative reloaded the system software after replacing the u/s controller pcb. Preventative maintenance was performed. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause can be attributed to a nonconforming u/s controller printed circuit board (pcb). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with intraocular lens implant procedure. The system displayed a system message and froze. Staff tried to restart the system 3 times and the handpiece was exchanged, this did not resolve the issue. Technical support was called and the staff was instructed to perform a hard shut down, and to try plugging the unit into a different outlet. This did not resolve the issue. The patient was transferred to another facility to complete surgery on the same day. The patient has been seen post operative and is complaining of blurry vision.